Event description:
A pt reported experiencing low results with a one touch profile meter. The pt's blood glucose results were 100mg/dl (meter), lab result unknown. Tests were done within < 10 minutes with a difference of > 20%. Pt did not experience any adverse events. No further info has been reported.